Event description:
Additional information: there was no case delay or added anesthesia administered. No adverse effects were reported.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/31/2025, an arthrex subsidiary employee reported via email that an ar-2324bcc biocomposite swivelock c implant could not be inserted when the surgeon attempted to place it into the bone hole. The case was completed using a replacement ar-2324bcc biocomposite swivelock c. This was discovered during an acl repair procedure on (B)(6) 2025, with no reported patient harm.